Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-november-27th. H6: investigation summary: bd received 92 customer samples for review and analysis. Thirty of the customer samples were randomly selected and subjected to a visual inspection using a borescope which shines light through the needle to check for clogged cannula. All samples passed testing with no defects observed. Therefore, this complaint cannot be confirmed based on the customer sample testing results. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm the customer¿s reported failure mode of clog based on customer sample testing results. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle the needles clogged. The following information was provided by the initial reporter: reported by the customer that there was needles are clogging. Affected lot number 3012302.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle the needles clogged. The following information was provided by the initial reporter: reported by the customer that there was needles are clogging. Affected lot number 3012302.